Event description:
90 year old male admitted on 10/12/98 with large cerebro-vascular accident confirmed by computed tomography scan. Pt awake, alert at time of admit, with agitation noted. On 10/12/98, 2255 hrs pt found sitting on floor next to bed with head wedged between left upper side rail and frame of bed. Pt was unresponsive with adequate respirations. Returned pt to bed. Vital signs stable 179/79 p85 r22. Pupils equal and reactive to light. Pt not responsive to verbal or painful stimuli. Minor abrasion left cheek, md notified. Posey vest applied.